Manufacturer narrative:
MFR received date: 27 aug 2019. Date of report received: 30 aug 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.